Event description:
A surgeon reports that enlargement of the incision was required to accommodate removal and replacement of the intraocular lens when a crack was noted following insertion. Additional information has been requested.